Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced to high blood glucose level as well as blank display the blood glucose level was 426mg/dl. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.